Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "blisters" (foreign material) could not be further identified, nor why it may have remained in the device, as the device was not returned for inspection. A further cause of the suggested phenomenon therefore could not be presumed. The reprocessing manual of the instructions for use contain the following descriptions relevant to the suggested event: "warning ¿ only olympus-recommended or olympus-endorsed aers [automatic endoscope reprocessor(s)] have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. Only use the aer that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. Before using an aer, confirm that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope has blisters on the bending section rubber and the insert part. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Both pentax medical and our engineers confirmed that " blisters" was dirt/foreign material that was attached to the endoscope. A simple cleaning step removed the debris and there was no damage to the endoscope. Since the hospital is using also glutaraldehyde machine it was mentioned that the dirt/debris/foreign material was fixated proteins. This since glutaraldehyde is a very well-known protein fixator. The manufacturer of the wd-machine and uv-c manufacturer concluded that the uv-light discolored the fixated proteins. Based on the results of the following investigations, it is estimated that the reprocess deviated from the instruction manual, which may have left a blister (adhering dust/foreign matter). Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was reported that blisters were identified as "fixated proteins".

Manufacturer narrative:
This report is being submitted to provide the confirmed results of the foreign material identification. The foreign material was confirmed as a protein. This information does not alter the previously provided legal manufacturer's investigation results. If additional information becomes available, a supplemental report will be provided.